Event description:
The user facility reported that water was flowing from their evolution sterilizer. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the funnel had come loose for the drain. The technician stated that the 2 screws that held it together had come loose allowing the funnel to disconnect and water to flow out onto the floor. The technician repaired the unit and confirmed it to be operational.